Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicmo12.6, -11.50 diopter, implantable collamer lens tore/broke during injection/delivery into the patients right eye (od). The lens was implanted, removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was reported to be unknown.

Manufacturer narrative:
(B)(4).